Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during drain 2 of 4 while the hp was connected. The hp had disconnected from the hp prior to the alarm using proper aseptic techniques and then reconnected but did not open the transfer set. The technical service representative (tsr) had the hp cycle the power to clear the alarms. The hp was going to discard the supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.